Event description:
A medtronic representative reported two solera 4.75mm taps that were not fitting tightly into the navlock trackers; loose connections. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot # and device manufactured date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot numbers, or serial numbers, not available. Parts have not been returned. Device manufacturing dates are dependent on lot numbers/serial numbers, therefore, unavailable. Site declined to replace the 2 solera standard screwdrivers. Suspect parts not returned to manufacturer for analysis. Parts not returned.